Event description:
It was reported that a patient had a breach in aseptic technique by a mistake of touch contamination during peritoneal dialysis (pd) therapy which caused peritonitis. The patient was not hospitalized for the peritonitis. Treatment was not reported. At the time of this report, the patient was recovering from the peritonitis event and dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however, it was reported to be in (B)(6) 2013. The cause of this peritonitis was use error reported to be due to a breach in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.